Event description:
It was reported that the right ventricular lead exhibited a drop in sensing and low impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of r-wave amp variation and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed hi-pot test due to procedural damage at the proximal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.